Event description:
It was reported that the patient was experiencing a lack of pain reduction. Therapy reprogramming was attempted but was unsuccessful. The patient underwent a revision procedure where the implantable pulse generator ipg was explanted.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing a lack of pain reduction. Therapy reprogramming was attempted but was unsuccessful. The patient underwent a revision procedure where the implantable pulse generator ipg was explanted. Boston scientific subsequently received information indicating patient was noted to be doing ok post-operatively.